Event description:
It was reported that the patient had an accident , fell and snapped smart toe implant. Patient was revised. Surgeon removed smart toe and sutured.

Event description:
It was reported that the patient had an accident , fell and snapped smart toe implant. Patient was revised. Surgeon removed smart toe and sutured.

Manufacturer narrative:
Evaluation summary: the reported event that the device broke could be confirmed since x-rays showing a broken smart toe were provided. It was reported the patient fell down conducting to the breakage. It was also reported that the patient was obese ((B)(6)) a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling was done. Please note that the op technique reads: smarttoe implants are not intended for immediate postoperative weight bearing. Be sure that the postoperative loading of the internal fixation is reduced to a minimum (e.g. With application of a forefoot off-loading shoe) until bone consolidation is confirmed. The current IFU also reads that: factors capable of compromising implantation success. Excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. Based on the investigation results this case could be classified as user related. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. Device will not be returned.